Manufacturer narrative:
Product complaint number: (B)(4). Additional information was requested, and the following was obtained: package lot number of the clips?: package lot rpbcqdq0 & rmbbtlq0. What suture type was used?: a pds was used. What suture size was used? :pds 3-0 sh. When the even occurred, was the suture placed near the hinge of the clip?: no, the clip was attached at the end of the thread. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture?: it was not always possible to attach the clip without problems, it only folded after 3-4 attempts, but then it was firmly attached. Was the applier checked for damage (jaws straight and aligned)?: yes, no damage to the branches, clip pliers flawless. What was the surgical procedure involved?: it was a lap. Gastric bypass surgery. Was this a robotic procedure?: no, no robot. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension?: yes, the suture was fixed with a clamp, thus the thread had a slight tension. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-01719.

Event description:
It was reported that a patient underwent a laparoscopic gastric bypass procedure on (B)(6) 2022 and suture, and suture clips were used. During the procedure it was noted that the clips would not charge. The clip was attached at the end of the thread with a clamp under slight tension. The clips folded after 3-4 attempts, then it was firmly attached. Prior to use, there was no damage to the branches, and the clip pliers were flawless. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 4/13/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned foils. Visual analysis of the returned sample revealed that two top foils mic4034 were returned with no apparent damage. However, no reload or clips were received for analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event since no clips and reloads were received. The event report could not be confirmed as the reload was received empty. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Related to: 2210968-2022-01719.